Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. (B)(4). The field service engineer (fse) confirmed problem cracked top enclosure they also identified that the measured airflow volume was 141 liters per minute (lpm) when the setting was 120lpm out of the allowable range and confirmed the power light emitting diode (led) went off. The field service engineer (fse) replaced the top enclosure flow sensor assembly and the overlay, power switch. The device successfully passed performance specification testing after the repair was completed.

Event description:
The field service engineer (fse) reported air flow outside or range. There was no patient involvement failure as it was detected during the periodic maintenance of the device.

Manufacturer narrative:
A gas delivery system (gds) assembly was return for analysis. A visual inspection of the gds assembly revealed no evidence of damage or contamination. The returned gas delivery system was installed into the failure investigation (fi) test ventilator and the fi technician attempted to duplicate the reported failure air flow accuracy test failed. The device failed the testing and the reported failure was duplicated. The root cause was due to a defective component (u1) on the air flow sensor pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.